Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0011854066 was returned and analyzed. Visual inspection of the shaft area was performed and identified a shaft kink/twist at approximately 2.5 inches from the tip. Due to the condition of the returned device, testing could not be performed. In conclusion, the sheath failed the returned product inspection due to a shaft kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, due to the patient's abnormal anatomy, the sheath could not pass through the femoral vein. The case was switched to another manufacturer's radiofrequency (rf) system to complete the case. No patient complications have been reported as a result of this event.